Event description:
The facility alleges that the stapler jammed during use. No pt injury or medical intervention was reported.

Manufacturer narrative:
The device has been requested for evaluation, but has not been rec'd. Should the device be rec'd for evaluation, a f/u report will be filed upon completion of the evaluation or if add'l info becomes available.